Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. Reportedly, the customer was using fiasp brand insulin, tandem technical support educated the customer this is considered off label insulin use. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed supplies and resumed insulin therapy. Or the customer was instructed to change their pump supplies as needed, and resume insulin therapy.